Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported, via regulatory agency, a left side double shell, an effusion and a suspicion of anaplastic large cell lymphoma (refuted following explant and medical exams). Device has been explanted.